Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the device. The shavings entered the patient and were removed with a pick up instrument. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
The reported event of metal shavings was duplicated. The service technician observed metal shavings coming out of the collet on the top of its handle during the device inspection. Upon disassembly, the quality engineer found the metal surface of the driveshaft was scored. The attachment is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the device. The shavings entered the patient and were removed with a pick up instrument. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
The investigation will begin when the device is received and a follow-up MDR will be filed.